Manufacturer narrative:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) doppler tether did not retract. The fse that encountered the issue replaced the tether assembly (0997-00-0596). The fse performed a complete pm with full calibration, functional, and safety tests to factory specifications. The iabp was then returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units doppler tether will not retract. There was no patient involvement.